Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H10: additional narrative. One gold-tite® square uniscrew, unisg was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: pre-existing conditions noted on the complaint: bruxism. The reported device was located on tooth site #36 (fdi) at the time of event. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was not completed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the unisg dating back 12 months from the notification date and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unisg). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports a metal-ceramic crown on unitary implant in position #36, last piece of the arch. The screw fractures and the doctor manages to extract the remaining fragment inside the internal rose of the fixation but the patient has discarded the crown for which the head of the screw is not attached/sended to us since it stayed there. The doctor confirms that the procedure was completed with a new unisg screw and that the implant is in good condition. The doctor confirms that the patient did not suffer any type of negative impact with his health.